Manufacturer narrative:
(B)(4). Representative samples were returned for evaluation. They were visually and functionally examined for strength and they met requirements.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an orthopedic surgical procedure on an unknown date and suture was used. During the procedure, the suture was broke. Another suture was used to complete the procedure with no adverse patient consequences.